Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil located at the proximal region, 6.6 cm to 6.7 cm from the connector pin of the lead consistent with friction to the device can. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.